Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from 4 accuchek inform ii meters for two patients. For patient 1, at 8:21 a.m., meter serial number (B)(6) gave a result of 423 mg/dl. At 8:22 a.m., meter serial number (B)(6) gave a result of 282 mg/dl from the same finger. At 8:31 a.m., meter serial number (B)(6) gave a result of 359 mg/dl. At 9:08 a.m., the laboratory result was 110 mg/dl. For patient 2, at 7:25 a.m., meter serial number (B)(6) gave a result of 455 mg/dl. At 7:35 a.m., meter serial number (B)(6) gave a result of 163 mg/dl.